Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review. The patient code appropriate term / code not available captures the reportable event of surgery.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported. Additional information indicated that the physician did not explant the device due to patient's physical state. The device remains in service. No adverse patient effects.